Event description:
A report was received that the patient lost sensation in the legs shortly after a revision procedure. The physician elected to explant the device. The physician believes that a nerve may have been nicked during the procedure. The patient has regained sensation in the legs back and is going through physical therapy.

Event description:
A report was received that the patient lost sensation in the legs shortly after a revision procedure. The physician elected to explant the device. The physician believes that a nerve may have been nicked during the procedure. The patient has regained sensation in the legs back and is going through physical therapy.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspected medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg).